Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was explanted and returned for analysis. No additional adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was explanted and returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
Correction e1 fields: initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone, initial reporter email, initial reporter fax.. E2 field: health professional? E3 fields: occupation, occupation (other). All of these fields were updated as the initial reporter is the sales representative. G3 field: report source. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.